Event description:
The customer reported the system displayed no image when fluoring.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep adjusted the pcb voltages to allow proper led indicators are illuminated. He adjusted brightness and contrast. The system functioning properly.